Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The technician alleged the right foot side rail and the head left rail will not latch. No injury reported.